Event description:
It was originally reported that the patient experienced increased low back pain to the stimulation. The neurostimulator was reprogrammed on (B)(6), 2011. A revision of the bilateral lumbar peripheral leads was then performed on (B)(6), 2011 to move them to a bilateral sacral peripheral location. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).